Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer¿s blood glucose (BG) level was displayed as ¿High¿; however, a specific value was not provided. BG level was addressed with a correction bolus via the pump. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.